Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. No moisture damage found inside the device. The unit also was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported the numbers on the insulin pump kept scrolling. Customer was at the pool and was trying to administer a bolus when she noticed the numbers ramping. Customer stated the device was in a shady place and this was the second time it occurred. Customer's blood glucose was 136 mg/dl. Customer reported she was at the pool and the device looks like it had condensation on the screen, as a significant event that may have cause the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.